Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was not detected on bus for drawers 4.1 and 4.2. A field service engineer (fse) arrived and found drawers were not failed. Pharmacy was able to access drawers. Fse tested drawers in diagnostics with no issues. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 4.1 and 4.2 were failed to stay closed and device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.